Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was unable to perform the self-test, unexpected error test, displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The pump passed stop current test. The pump had cracked case at display window corners, minor scratched and cracked display window. (B)(4).

Event description:
It was reported of moisture damage. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.